Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 168cm., body mass index (bmi) 26.2 kg/m2.

Event description:
A patient in a study underwent a da vinci and jura system-assisted pancreatectomy surgical procedure. The next day, a post-operative pancreatic fistula (popf) grade b was identified and treated with somatostatin-analogue. The event is ongoing; there was no prolonged hospitalization required. The surgery proceeded without intraoperative complications, and no malfunctions were noted with the da vinci system, its instruments or accessories, or the jura system. Discharge occurred nine days after the index procedure, with an intra-operative drain remaining in place. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the jura system, and not related to the da vinci system.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: the fistula drain was removed 19 days after discharge, followed by seven days of antibiotic treatment. The event was reported as resolved six days after the drain was removed. Annex f field updated to include f23.

Event description:
Refer to h11 for follow-up information.